Event description:
Report received of a non-delivery of an antibiotic. The pt was receiving an unspecified antibiotic. According to the customer contact, the pump appeared to be infusing, but after one hour the 200ml bag of antibiotic was still full. The rate of the infusion was not recalled by the customer contact. It was noted that the tubing was pinched above the door of the pump. There was no reported pump alarm. The pt's peripheral heparin lock clotted off. The pump was never sent to the biomedical dept and was kept in use in the clinical area. There was no reported adverse event with the pt. The customer contact was unable to determine what troubleshooting techniques were attempted to resolve the issue or why the pump was not removed from clinical service.